Event description:
The doctor reported to baxter a connection issue in reference to the titanium adapter. The doctor reported that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.